Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the pump was dropped. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin delivery.